Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer inspected and found the issue was due to bad retractor band cable. The engineer had replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the accessible 2.2 drawer on the bd pyxis¿ anesthesia station es was repeatedly failing during cases and required repeated recovery. There was no obvious obstruction or issues with drawers. The reported issue created delays and patient safety risks during or cases.